Manufacturer narrative:
During further investigation, a visual inspection of the ui front (B)(6) assembly revealed no evidence of damage or contamination. During testing, the nav-ring was erratic while changing parameters and settings. An interior visual inspection of the nav-ring revealed signs of contamination found on the rotary adjustment assembly (nav-ring) matrix. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Contamination buildups were found on the rotary adjustment assembly (nav-ring) matrix that causes the nav-ring not functioning correctly.

Event description:
The customer reported the screen is flickering; cannot read values. The customer reported there was no patient involvement; the device was prepared for the patient but was not used on the patient; the issue was recognized in process of setting up.